Event description:
Email received from customer that "I have two more tubing sets to go back." Add'l event info received from completed balloon segment questionaire: medication infusing cytarabine at 43 ml/hr infusion had been running for 16 hours and 20 minutes when issue was identified; IV set had been in use for 1 day. An ICU medical 5" extension set (20123-01) and spiros (20130-01) attached to the end of the primary set. The pump module alarmed for pt-side occlusion. The pt had orders for IV push medications and an imaging procedure. Narrative: "rn noticed pump alarming. Disconnect tubing and flushed PICC line without difficulty reconnected tubing and pump still alarming. Opened door on IV pump and noticed ballooning." No pt harm ot medical intervention occurred. No further pt/event info was reported.

Manufacturer narrative:
(B)(4). The affected product has been received and the investigation is pending. A f/u report will be submitted once the failure investigation has been completed.